Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-00154. The pt ((B)(6)) was implanted with two percutaneous leads from different lots. It was reported the pt experiences headaches when therapy is in use. The headaches are said to dissipate once stimulation is turned off. The physician suspects the leads may have migrated and has ordered an x-ray for further interrogation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.